Event description:
It was reported that during a laparoscopic sigma procedure, the blade was broken. The broken blade was able to be removed. No further info is available. No pt consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.